Event description:
Applied medical direct drive clip applier was criss-crossing the clips as they were being applied. They were not being applied in a linear fashion (top meeting bottom alignment). Diagnosis or reason for use: laparoscopic cholecystectomy.